Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was turned off yet remains implanted. Further, new device was implanted. No further information available. No adverse patient effects were reported.